Event description:
It was reported that the left ventricular lead measured high impedances. The settings were changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed there was high resistance/impedance. There was 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2012 15:00:14, weekly pace lead impedance trend data show a gradual increase for minimum and maximum left ventricular perminent pace impedance that = 703 to 3040 ohms between (B)(4)-2011 and (B)(4)-2012.